Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was hospitalized. Reportedly, the history showed the customer manually requested boluses after an amount of carbohydrates were entered into the pump. Reportedly, the customer lost consciousness. No additional information was provided on the type of treatment the customer received at the hospital or condition of the patient. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.